Event description:
This catheter was being utilized for a diagnostic cardiology procedure when a dissection of the right coronary artery occurred. The pt was transferred to surgery. No further info was available. The device was discarded at the hosp and will not be returned for evaluation.